Event description:
A customer reported to baxter corporate product surveillance a flo-gard infusion pump that alarmed while the patient was in therapy. This condition had the potential to interrupt delivery. There were no reports of patient injury, medical intervention or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or the device becomes available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.